Event description:
We have had reports of ear loops breaking on the 47107 masks during use. The following medical device report is being filed retroactive to prior decision that this malfunction would be unlikely to result in a serious injury or illness. A reassessment of this incident has since found that should this malfunction recur in an isolation setting or during direct patient care, the end user may contract covid virus and thus be susceptible to a serious illness. For this reason this incident is being reported as a malfunction at this time.

Manufacturer narrative:
One (1) unused sample received with no product packaging. There are two lot numbers reported in this complaint. Only one (1) sample was received. The sample was evaluated under lot number am0102111; however, it is not known if the sample belongs to this lot number. The sample was evaluated under ambient light conditions. The samples were found to be assembled according to the specification drawing. Observation: the right and left ear loop placement are slightly skewed; however, the ear loop material is securely bonded to the mask. The ear loops were given a moderate tug while being inspected. The ear loops did not detach. The device history records (DHR) evaluation was performed for product code 47107 as identified in the complaint. According to the documented records, the product was manufactured according to the approved manufacturing procedures and specifications then released by quality assurance. A quality nonconformance was not reported at the time of production. Manufacturing conducts visual and functional inspections throughout production. No root cause was identified. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.